Manufacturer narrative:
Sample received for investigation. Investigation results are not available at the time of this report.

Event description:
The complaint description is reported as: the surgeon was loading the clips when the clip broke on a second attempt to load clips. No pt injury reported. No delay in surgery.